Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. Pump received with stripped battery cap coin slot, cracked lcd window. Cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer also reported that the insulin pump received hairline fracture on the screen, slower to rewinds and battery cap does not screw down all of the way. No harm requiring medical intervention was reported. The device will not be returned for analysis.